Event description:
Event description guidant received information that this transvenous defibrillation lead oversensed atrial intrinsic electrical activity. It is suspected that the lead had dislodged. To date, there have been no allegations of therapy delivery issues associated with this clinical observation.